Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged fatigue and nose irritation, lightheaded. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged fatigue and nose irritation, lightheaded. There was no report of seriuos or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of water ingress with potential mineral deposit and unknown white, black contamination (dust like) and some very small hairs in the bottom of the blower motor and air input of the blower box. The manufacturer also found evidence of slight black contamination, consistent with keratin in the air outlet of the blower box and on the blower motor seal. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of mineral deposit stains, unknown brown and black contaminant and some black hairs and a potential piece of straw in the water tank and inside of humidifier box. The manufacturer also found brown stains in the bottom of the humidifier box. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress, potential minerals, dust, hair objects and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.